Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total hcg results for female patients age 20-30 years old for surveillance after abortion surgery. Initial results: 20-40, repeat results: less than 1.2 no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect total ss-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Labeling was reviewed and found to be adequate and sufficiently addresses the customer¿s issue. Device history record review for lot 36213ud03 did not identify any non-conformances or deviations. Customer field data was used to assess the performance of the architect total ss-hcg assay using worldwide data. Review shows that the median patient result for lot 36213ud03 is comparable with other lots in the field confirming no systemic issue for the lot. In-house accuracy testing was completed with complaint lot number 36213ud03. Based on the investigation, no systemic issue or deficiency with the architect total ss-hcg assay for lot 36213ud03 was identified.updated information in section d4 - lot no.

Event description:
The customer observed falsely elevated architect total -hcg results for female patients age 20-30 years old for surveillance after abortion surgery. Initial results = 20-40, repeat results = less than 1.2 no impact to patient management was reported.